Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had right knee replacement (B)(6) 2015. She had the right knee revised on (B)(6) 2022 due to pain and instability. Postoperative diagnosis: painful knee following total knee arthroplasty secondary to instability and aseptic loosening secondary to polyethylene wear. Surgeon noted polyethylene wear at the surface of the tibial bearing. There was notable osteolysis and bone deficiency at the implant/bone interface of the femur as well as some areas along the proximal tibia. Femoral bone inventory revealed moderate bone loss throughout both femoral condyles however the condyles and associated ligaments were intact. Tibial bone inventory revealed mild to moderate bone loss without cortical defects. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.